Event description:
The product was used during a bypass procedure. Reportedly, some bleeding occurred. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/2/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.